Event description:
This event was reported as valve explanted at implant due to post-op transesophageal echo revealing wide open mitral regurgitation. Surgeon mistakenly used porcine sizers. Valve discarded at hosp. No further info was provided.